Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 3/3/2026. It was reported that a broken sensor wire occurred. The g7 wearable and applicator were received and evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s wearable device malfunctioned. Upon removing the sensor, the patient noticed that the wire was missing and suspected it remained embedded in her skin. She reported being unable to remove the wire herself. On (B)(6) 2025, the patient visited her physician, who attempted to extract the wire using an unspecified tool but was unsuccessful. During the visit, the patient received an anti-tetanus injection. She reported ongoing pain and tenderness at the suspected site. The physician advised the patient to obtain an x-ray to confirm whether the wire was still embedded. During a follow-up call from technical support (ts) on (B)(6) 2025, the patient stated she had not yet obtained an x-ray due to vehicle issues. She planned to return to her doctor for imaging or further intervention once her car was repaired. On (B)(6) 2026, ts contacted the patient again. She confirmed she had not yet visited her doctor and continued to experience discomfort in her arm. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).